Manufacturer narrative:
Visual examination of the used needle confirmed the reported complaint of breakage. The needle was inspected dimensionally and found to meet print requirements. It appears that the needle may have impacted either a boney surface or the upper jaw of the elite-pass device during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined.

Event description:
It was reported that an elite pass suture needle broke in the patient during a shoulder arthroscopy procedure. All materials were removed from the patient with a grasper, and x-ray was used to confirm the complete removal. A delay of less than 30 minutes was reported. No patient injury or complications were reported.

Manufacturer narrative:
Initial report sent to FDA -- voluntary medwatch mw5064825.

Event description:
It was reported that an elite pass suture needle broke in the patient during a shoulder arthroscopy procedure. No patient injury or complications were reported.